Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported high impedance and urinary retention. Interventions included a reprogramming of 2 case +1 and 2 negative on (B)(6) 2016. Impedances were found to be greater than 4000 ohms and urinary retention was reported on (B)(6) 2016. The event was reported to be related to the device or therapy and not related to the implant procedure. It was reported that the patient's felt well but their bladder was not emptying as well. The active impedance in the leads were greater than 4000. Despite the issues, they felt like they were doing fairly well. It was reported that the issue resolved without sequelae on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.